Event description:
Crews responded to a medical call, pt condition not reported. Disposable defibrillation electrodes were attached to the pt. Reportedly, the device indicated connect electrodes and use was inhibited. Medics arrived six minutes later with a back up device and care to the pt was continued. The pt was asystolic at that point. The pt was intubated and drugs were administered. The pt didnot respond to treatment and the code was called. The reporter stated the down time of the pt was unknown.